Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting ECG "d" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving adjust belt messages.